Event description:
Registered nurse reported a home pt diagnosed with peritonitis. Per the registered nurse, the home patient was hospitalized and treated with antibiotics. Per registered nurse, pt fully recovered.